Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Plavix and aspirin were held and the patient was transferred to ICU, prolonging hospitalization. The patient condition improved, although asphasia and left hemparesis persist. No additional information was provided. The reported patient effect of cerebrovascular accident (stroke) is listed in the xact stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the diagnostic portion of a carotid angiogram, before any abbott device was introduced, there was difficulty positioning a non-abbott guide wire and non-abbott shuttle sheath. The patient experienced dysphasia and within 5 minutes experienced left and right sided paresis and was unresponsive to verbal cues. Thrombus was seen in the left internal carotid artery (lica). Thrombolytics, iibiiia inhibitor (antiplatelet) and heparin were given. It was decided to proceed with stent implantation to possibly prevent further cerebral damage. Therefore, an xact stent was uneventfully implanted in the lica using an emboshield nav 6 embolic protection device (epd). There was no stent or epd malfunction. The patient's symptoms did not worsen during or after the stenting procedure. After the procedure, CT scan of the head revealed massive embolic stroke in the middle cerebral artery (mca). The physicians believed the stroke was due to the issues with the non-abbott guide wire and shuttle sheath, as symptoms started before any abbott device was used. Additionally it was reported that the patient may have been non-compliant with or a non-responder to plavix. On (B)(6) 2011 the patient was transferred to a rehabilitation facility and his condition improved. On (B)(6) 2011 the patient was started on transdermal duragesic for pain due to pre-existing cancer of the mouth. On (B)(6) 2011, 21 days post xact stent implantation in lica, the patient had mental status changes and some respiratory distress. CT scan of the head revealed interval development of a large parenchymal hemorrhage in the left frontal lobe and a left pariental infarct without hemorrhage.